Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed that the battery partition cover was missing. Archive data results as follows: there were three sessions listed on the date ((B)(6) 2013) of the reported complaint and they all used battery with sn (B)(4), which has a date code of about (B)(6) 2009. This battery is over 3 years old. On the first session, 64 compressions were done before the unit stopped with a fault 2 (patient out of alignment). On the second session, the platform did 8 compressions before giving a low battery warning and stopping. The last session gave 4 compressions before stopping with a low battery warning. Customer's reported problem was not confirmed during investigation. Functional testing was performed with no problems. Based on the evaluation results, a probable root cause for the customer's reported complaint may be due to the battery that the customer was using at the time of the complaint. A definitive root cause could not be determined since no batteries were returned for investigation.

Event description:
It was reported that upon patient care, the autopulse platform did not work at all after about 8 compressions on a call with a known good battery. Customer tried a different battery and the platform would not give any more compressions. However, there is data on the lcd screen. No adverse patient sequelae was reported.